Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the one on the right displaced/traveled to the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, nickel sensitivity, gravida (pregnancy # 1: normal spontaneous vaginal delivery (nsvd)1992. Pregnancy # 2: svd 1995), gravida ii, parity (p 2002), bartholin's cyst, perineal pain, nabothian cyst, adenomyosis and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh, b-s). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the one on the right displaced/traveled to the uterus') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, nickel sensitivity, vaginal delivery (pregnancy # 1: normal spontaneous vaginal delivery (nsvd)1992. Pregnancy # 2: svd 1995), gravida ii, parity (p 2002), bartholin's cyst, perineal pain, nabothian cyst, adenomyosis and paratubal cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh, b-s). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.